Event description:
It was reported that during a lap appendectomy procedure, the first pouch burst. The remains of the pouch were removed from the abdomen. A second pouch was pulled and it burst. The remains of the pouch were removed from the abdomen. There was no patient consequence. No additional information is available. All devices were discarded.

Manufacturer narrative:
Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.